Event description:
It was reported that shaft hole occured. A 2.50mm x 15mm emerge balloon catheter was selected for use. However, when the device was being loaded unto the wire, it would not advanced after about 1cm. After several attempts, the wire perforated through the proximal shaft of the balloon, just before the exit port. The device never entered the patient's body and there were no complications reported.

Manufacturer narrative:
Bsc aware date updated from 28aug2019 to 26aug2019. Date of event - updated from (B)(6) 2019 to (B)(6) 2019.

Manufacturer narrative:
Date of event: used the first day of the month of aware date as there was no date provided.

Event description:
It was reported that shaft hole occured. A 2.50 mm x 15 mm emerge balloon catheter was selected for use. However, when the device was being loaded unto the wire, it would not advanced after about 1 cm. After several attempts, the wire perforated through the proximal shaft of the balloon, just before the exit port. The device never entered the patient's body and there were no complications reported.

Event description:
It was reported that shaft hole occurred. A 2.50mm x 15mm emerge balloon catheter was selected for use. However, when the device was being loaded onto the wire, it would not advance after about 1cm. After several attempts, the wire perforated through the proximal shaft of the balloon, just before the exit port. The device never entered the patient's body and there were no complications reported.

Manufacturer narrative:
Bsc aware date updated from 28aug2019 to 26aug2019. Date of event - updated from (B)(6) 2019 to (B)(6) 2019. Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen. The balloon was tightly folded. The inner shaft was stretched down 47mm from the tip. There was a hole in the stretched down area. Inspection of the remainder of the device presented no other damage or irregularities.